Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited a high out-of-range (oor) pacing lead impedance (pli) greater than 2,000 ohms which triggered the lead safety switch (lss). The patient underwent a surgical intervention where this rv lead was surgically abandoned and the pacemaker was out of service and was replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.